Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Note: subject device has not been identified as a synthes device. Synthes is filing this report because synthes mfrs this type of device.